Event description:
Customer's family member was experiencing symptoms of low blood sugar; blue lips, foaming at the mouth, and was unconscious, although their freestyle meter gave results of 123 mg/dl. The paramedics transported them to the hosp, took a reading of 51/52 mg/dl with an unk meter, and treated them with sugar water. At the hosp they were treated with an IV and given toast with jelly.